Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 20 atmospheres for less than 30 seconds respectively. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.